Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a registered nurse (rn) that this patient has a history of a right atrial (ra) lead issue. No specific information was provided or is known about this ra lead issue. The ra lead was subsequently explanted, along with the entire implantable cardioverter defibrillator (ICD) system, due to an infection. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted a few days later. No additional adverse patient effects were reported.